Event description:
Boston scientific received information that during a follow up visit, this cardiac resynchronization therapy defibrillator revealed a yellow warning screen on the programmer reporting that that there was a magnet over the device eventhough there was not a magnet present. A boston scientific technical service consultant and discussed that this device belongs to the magnetic reed switch 2010 (B)(6) field advisory.this is related to a condition of a stuck reed switch. It was advised to switch the enable magnet function use to off and perform a general device check. All was fine. No adverse pactient effects related to this issue. Complete device followup was fine with stable electrical parameters. The device remains implanted.

Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.